Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "infusion set used for testing - unomedical comfort infusion set". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 173 mg/dl. An infusion set not compatible with tandem's insulin pumps was connected to the pump. Reportedly, customer connected a compatible infusion set to the pump and insulin delivery was resumed.